Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a catheter dislodgement was suspected and not yet confirmed. The patient suspected the catheter pulled out of the intrathecal space when they performed a yoga move. The patient had itching at the pump pocket site and an increase in pain. The symptoms started after the recent yoga move. The pump was used to deliver dilaudid. It was further reported a catheter volume prime was performed following a successful cap (catheter access port) aspiration.

Event description:
Additional information received reported that the location of the catheter issue was unknown. The placement of the distal tip of the catheter was stated to be at the level of thoracic vertebrae 9 (t-9). X-rays were negative for dislodgment or breakage. The patient was not taking any oral medication at the time of the event. The event did not require a surgical intervention. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).